Event description:
It was reported that three inflatable penile prosthesis (ipp) were delivered to the facility(es) with some twisted tubing/defective devices (tubing was somehow back). When physicians received the prosthesis and upon checking the device was defective, they open up a new device. There were no patient involvement on all three cases. No more information is available at the moment. Additional information was requested, however, it was not provided.